Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 20-30 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the two deviating screws at left and right l2 by approximately 3mm towards patient left was a movement of the patient reference array after patient registration to navigation due to an insufficiently rigid fixation and/or inadvertently applied forces. A movement of the reference array cannot be compensated by the navigation software and results in a deviation between the registered patient image, on which tracked instruments are displayed, and the actual patient anatomy. At the end of the procedure (after all screws and hardware were placed), an obvious and significant movement of the patient reference was recognized by the surgeon - indicating that patient reference movement was possible from the start of the procedure due to a non-rigid fixation and/or forces applied during the procedure. These applied forces may include (but are not limited to) the weight of the third party non-brainlab drape resting on the reference array during the patient registration scan, which may have caused an unintentional change in the reference array position during the scan that is different from the reference array's position during navigation after the weight of the drape is removed (after registration) and/or the transferred forces on the patient reference (e.g. Shaking, vibration, etc.) From the extensive hammering reportedly involved at this procedure. Apparently, the resulting deviation in the navigation display between the registered patient image and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification prior to and during screw preparation and placements at l2. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for lateral interbody fusion and lateral interbody cage placement at vertebrae l2 and l3, due to kyphoscoliosis and spinal stenosis, with intended placement of 2 pedicle screws for fixation extension of the pre-existing fusion l3-s1, was performed with the aid of the display by the (B)(4). During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the left iliac bone using the 2-pin fixator with 4x125mm schanz pins. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Prepared the right l2 pedicle (pilot hole) percutaneously with the navigated pedicle access needle (pan), using a mallet. Placed the pedicle screw following the pilot hole with a non-brainlab screwdriver calibrated to navigation. Repeated the same method to place the pedicle screw in left l2. During left pilot hole preparation the surgeons were unsure if the pan was acquiring adequate bone purchase, thus modified the trajectory and repeated the left pilot hole preparation, this time it felt securely anchored in the bone. Used navigation to mark the lateral incision for lateral cage placement. During cage preparation, used fluoroscopic imaging, and determined that the pedicle screws deviated from the intended position laterally shifted by ca. 3mm. Decided to remove the pedicle screws and correct/replace them under fluoroscopic guidance. Placed the interbody cage and completed the surgery successfully as intended. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon before finalizing the surgery with fluoroscopic imaging, and the screw placements were corrected with under fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 20-30 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.